Manufacturer narrative:
Upon completion of an investigation, a follow up report will be filed. Device is under investigation.

Manufacturer narrative:
Upon completion of the investigation, it was noted that the product code is 82-3162 and not 82-3842 as previously reported. The position of the cam when valve was received was 110mmh2o. The valve was visually inspected and confirmed that the silicone housing was torn. This could be due to a sharp or pointed object coming into contact with the silicone housing during implant or explant but this could not be confirmed. As noted in the IFU, silicone has a low cut and tear resistance. Review of the history device records confirmed the valve conformed to the specifications when released to stock. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed.

Event description:
E-mail received from the sales rep. Informed that: "customer claimed that there is a hole in shunt, and it was explanted. No other information available. Please send a warranty replacement to the sales rep."